Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing severe hyperglycemia. Blood glucose level at the time of the incident was 403 mg/dl . Customer did not experienced any symptoms due to high blood glucose event. Customer stated high blood glucose event resolved after changing infusion set. Auto mode feature was unknown during the time of the event. The insulin pump will not be returned for analysis.